Event description:
Monitor is showing incorrect reading (half of camino output is being displayed). Delay in surgery: unknown was there any patient injury/ death alleged: no any revisions/medical interventions required: monitor could not be connected to epic (emr) / local monitor as data incorrect - values had to be manually charted was the patient (s) prepped for surgery: no any delay in surgery due to late receipt of product: no any delay in surgery due to product problem(s): no.

Manufacturer narrative:
On (B)(6) 2018 the customer reported the following: monitor is showing incorrect reading (half of camino output is being displayed). Patient information: 21 year old male; 153kg. Incident date: (B)(6) 2018. Was there any patient injury/ death alleged: no. Any revisions/medical interventions required: monitor could not be connected to epic (emr) / local monitor as data incorrect - values had to be manually charted. Was the patient (s) prepped for surgery: no . Any delay in surgery due to late receipt of product: no. Any delay in surgery due to product problem(s): no. Upon additional followup on (B)(6) 2018 the customer informed us that incorrect readings were due to user error-customer was using the wrong adapter. After customer switched to the correct adaper the issue resolved device will not be returned. No further follow-up needed. This complaint is now deemed closed.